Manufacturer narrative:
Device: complaint was originally reported for a blocked lumen but evaluation of actual device revealed that there was delamination of the distal balloon bond. This new information ((B)(4) 2011) makes this event an MDR reportable event. Evaluation results: (B)(4) 2011: water was introduced into all of the device lumens and the water flows from where it should with exception to the balloon lumen. Colored water was introduced through the balloon lumen and it is noted that there is delamination of the distal balloon bond. Visually there is a fluid path. The device was visually inspected and there are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. A device history record review was completed for lot 678229 and this device met all specifications upon distribution. A product risk assessment is open regarding delamination of balloon bond on the ep and is applicable to this event. A CAPA will be opened to document the investigation. Trends will continue to be monitored.

Event description:
It was reported that the catheter had poor flow however the physician thought it was possibly due to patient anatomy. They did not replace the device during use. No patient injuries reported.